Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm announcing. A new cartridge was loaded during troubleshooting and the pump performed as intended. Customer's blood glucose level was below 240 mg/dl.